Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a death occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted without incident. Two hours post procedure, the patient suffered a heart attack and an immediate coronary angiogram was performed. The coronary arteries including the two bypasses were open with no stenosis. The patient was attempted to be resuscitated for approximately two hours, but without success. The patient died. The cause of death was noted as heart failure and no autopsy was performed. The relationship to the implanted device is unknown.